Event description:
The event occurred while pt was a pt at hosp. Condition occurred between in 2004. Vent shut off 2 times while on pt. Vent was connected to a/c power at the time. Power loss alarm message also displayed. Unit alarmed for power lost visual and audible. Inop alarm was activated. No allegations of vent causing pt harm. Humidifer and o2 source used at time.